Manufacturer narrative:
(B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint of iabp purge failure is not able to be confirmed. Review of the photo submitted with the complaint shows the iabp in operator mode with no waveforms on the ECG or ap signals. The trigger mode was not visible on the screen. If the sample or additional information is received at a later date, an additional investigation will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the patient had sternotomy to repair aortic arch aneurysm. The patient also had aortic valve regurgitation. The staff tried to remove the patient off extra- corporal bypass, the patient's hemodynamics were poor, that they put the patient back on bypass and did a single vein coronary graft. The staff also decided to place an intra-aortic balloon (iab), even though it was contra indicated for his diseased state. The intra-aortic balloon pump (iabp), did not want to purge. ECG and ap were present, and it appeared as if the valves on iabp were stuck. The staff exercised the valves, but it could not function. As a result, another iabp was fetched and used successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the patient had sternotomy to repair aortic arch aneurysm. The patient also had aortic valve regurgitation. The staff tried to remove the patient off extra- corporal bypass, the patient's hemodynamics were poor, that they put the patient back on bypass and did a single vein coronary graft. The staff also decided to place an intra-aortic balloon (iab), even though it was contra indicated for his diseased state. The intra-aortic balloon pump (iabp), did not want to purge. ECG and ap were present, and it appeared as if the valves on iabp were stuck. The staff exercised the valves, but it could not function. As a result, another iabp was fetched and used successfully. There was no report of patient complications, serious injury or death.